Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The result from the meter at 1:38 pm was 7.8 inr and at 1:40 pm was 7.3 inr. The result from a venous sample at 1:45 pm tested in a laboratory using dade innovin reagent was 5.5 inr. The patient did not have symptoms of high inr results and did not require medical treatment. The nurse stated the physician decided to adjust the coumadin dose based on the laboratory result.there was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. There were no changes in diet, coumadin dose, health, or other medications. The patient was not anemic or polycythemic, no antiphospholipid antibodies, and no other anticoagulants. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235476-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.1 inr. Donor 1 hct: 44%. Donor 2 hct: 48%. Testing results: donor #1: retention meter and master lot strips: 2.1 inr. Customer meter and master lot strips: 2.0 inr. Donor #2: retention meter and master lot strips: 2.1 inr. Customer meter and master lot strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, verification of the reported results was not possible due to the meter date being set incorrectly.